Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized for a bacterial infection related to pd therapy. Per the patient¿s point-of-contact (poc), the patient was not hospitalized and was treated by the outpatient clinic. Subsequent attempts to obtain additional clinical information (e.g., type of infection, treatment medications, causality) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of a bacterial infection. The etiology of the infection is unknown; therefore, causality could not be established. Per the patient¿s poc, the infection was related to the patient¿s pd treatments. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and cycler set cannot be disassociated from the serious adverse event(s). Given the poc¿s allegations of pd treatment involvement, and no manufacturer evaluation/investigation of the suspect device, this liberty select cycler cannot be excluded from having caused or contributed to the serious adverse events experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was hospitalized for a bacterial infection related to pd therapy. Per the patient¿s point-of-contact (poc), the patient was not hospitalized and was treated by the outpatient clinic. Subsequent attempts to obtain additional clinical information (e.g., type of infection, treatment medications, causality) were unsuccessful.